Event description:
As reported by navilyst medical's distributor in (B)(6), in the distributor's warehouse, a small hole was found in the tyvek portion of three stopcock pouches, breaching the sterility. The stopcocks were in a box of 50. The entire box was returned to navilyst medical by the warehouse.

Manufacturer narrative:
The devices which were the subjects of the complaint have been returned to navilyst medical for eval. Upon completion of the investigation into this incident, a supplemental medwatch will be submitted. (B)(4).